Event description:
Related manufacturer reference number: 2017865-2022-10571. It was reported that the patient presented to the hospital for a system extraction due to infection. The pacemaker and right atrial (ra) lead were explanted. Both pacemaker and ra lead were re-implanted on (B)(6) 2022. The patient was in stable condition.